Event description:
During preparation for cardiopulmonary bypass, the pump flow rate suddenly appeared to drop, while pump rpm was constant. The pump motor and the disposable impeller pump head were replaced with alternates and the situation was resolved. The user later discovered that the reason for the reduced flow rate was that the disposable pump head was not fully seated on the drive motor. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun, but no conclusions made. Device repaired and returned (a replacement was provided).